Event description:
It was reported that signal loss occurred frequently between 2/1/2026 and 2/2/2026. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour frequently within the investigation window. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).